Event description:
Customer reported during the procedure the image freezes. Description of any actions taken: stopped use of scope and informed manufacturer. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: it was determined that the event was caused by a partial disconnection of the signal cable, resulting in a disconnection state during a specific bending operation, resulting in the disappearance of the image. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 09-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 09-feb-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.